Event description:
The customer contact reported that during testing at the user facility it was noted that the device door roller pin was missing. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller pin was missing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.